Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011; dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead for noise and oversensing of non-sustained episodes. It was noted the rv lead had fractured. The high voltage therapy was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.